Event description:
Device is not user friendly. Office staff had to recode the strip even though it displayed correctly on the monitor. It is difficult to get the exact amount of blood on the strip. Staff feels like it requires a large drop of blood and sometimes the patient has to be stuck 2 or 3 times just to get a reading. Staff has concern with accuracy of the reading. Manufacturer response for glucometer, accutrend plus glucometer (per site reporter): glucometers were purchased in (B)(6) 2013 and a training video was available on the roche website. In december 2014, the training video was no longer accessible. Contact was made with the manufacturer's representative in february 2015 and it was confirmed the training video was no longer available. Given the difficulty with follow-up, it seemed the device no longer existed. However, the manufacturer's representative assured our staff the device was still in use. Additional contact was made with the manufacturer's representative on (B)(6) 2015 without much response. On (B)(4) 2015, the manufacturer's representative sent an email to compliance auditor for medical practice management with instruction manual and (B)(6) training video attached.